Event description:
It was reported that when using the bd pyxis medstation system failed to detect drawers on the communication bus, which led to the inaccessibility of two drawers that contained medication. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half-height drawer 3 was dead at the station, due to no lights on the controller boards. A field service engineer replaced all controller boards in the drawer and configured the drawer in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.